Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 84 years old patient with a valve model 6900p25 implanted in the mitral position underwent a valve in valve procedure after an implant duration of seven (7) years and eight (8) months due to moderate to severe stenosis secondary to degeneration. Patient presented with shortness of breath, saturation of 72%. A 26mm transcatheter valve was successfully implanted within the pre existing edwards surgical device successfully. Reportedly, patient remained hospitalized.

Manufacturer narrative:
Added information: d4 (expiration date) and h4 (device manufacturer date) updated: g1 (contact office) , g3, h6 (type of investigation, investigation findings and investigation conclusions). The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including type 2 diabetes.